Event description:
The advocate stated his mother received a blood glucose reading of 132 mg/dl on the contour next link. Minutes later she became unresponsive and her husband retested her on the meter. The reading was under 20 mg/dl. He injected her with glucagon and disconnected her pump. The paramedics were called. The patient's blood reading on their meter was 22 mg/dl. Information on further treatment was not provided. The patient was taken to the hospital and became responsive. She was given medication but specifics were not provided. At the time of the call the customer was feeling better but was still in the hospital for further testing. The advocate was advised to return the test strips for investigation. New meter and strips were sent to the customer.